Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set disconnected from the intravenous (IV) hub and resulted in a leak. This issue occurred during IV vitamin k infusion for an international normalized ratio (inr) of 12.2. There was no report of patient injury or medical intervention associated with this event. No additional information is available.